Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chambers were discarded by the customer and not returned to fisher & paykel healthcare in (B)(4) for investigation. Our investigation is based on inspection of the photographs provided by the customer and the description of events. Results: visual inspection of the provided photos showed a vertical crack at the baffle of both complaint chambers. Conclusion: from the information and photographs provided, we are not able to determine the cause of the crack for either chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.". "Set appropriate ventilator alarms.". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.".

Event description:
A healthcare facility in (B)(6) reported via a distributor to a fisher & paykel healthcare (f&p) field representative that two mr290v vented autofeed humidification chamber had a crack on the chamber dome after one day of use. There was no reported patient consequence.